Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, high thresholds, and oversensing. The lead was suspected for fracture, and was capped and replaced. No patient complications have been reported as a result of this event.